Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use for a coronary diagnostic procedure. The clinical procedure was delayed for less than 20 minutes and was completed after the system was restarted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting and analysis of the system log files found that the speed controller could not be detected, and the software download icon was red, indicating that the software could not be installed. It was determined that the control room connection board (crcb) was faulty. The fse replaced the crcb and downloaded the board software. After replacing the crcb and downloading the board software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system emergency stop signal remained active even after replacing the geo module. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.